Event description:
Philips received a complaint by the customer on the v60 indicating that the devices the screen is no longer lighting up. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is requesting part numbers for replacement user interface (ui) assembly and parts to replace just liquid crystal display (lcd) and internal parts. The rse informed customer that with the serial number of this v60, it would have 1st gen lcd and would have to upgrade to 2nd gen. Provided customer with part numbers and pricing to upgrade to 2nd gen. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.